Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the instrument and ran the instrument but was not able to reproduce the leak. The fse ran multiple shutdowns and startups but did not observe an active leak. The fse found that the sweep flow reservoir did not fill up with cleaner during shutdown. He replaced actuator vl61b and replaced the sweep flow lines and the sweep flow reservoir was repaired. (B)(4).

Event description:
While servicing a coulter lh 750 hematology analyzer for a customer reported leak, a beckman coulter field service engineer identified the sweep flow reservoir did not fill up with cleaner during shutdown. The fse could not reproduce the leak reported by the customer. The operator was wearing a lab coat, goggles, and gloves at the time of the incident. There was no biohazard exposure to open wounds or mucous membranes. There was no report of erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.